Event description:
It was reported that there was an error resulting in shutdown of the unit during a case. The patient was switched to manual ventilation unit the unit was restarted and case completed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).